Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The complaint received via the johnson & johnson legal department states that approximately 1 year and 9 months prior to when it was reported, during a procedure to embolize a right middle cerebral artery aneurysm a presidio coil (pc410062630/c15759) stretched and separated into two pieces prior to the detachment attempt. The issue occurred during repositioning of the coil in the aneurysm. It was also noted that there was resistance during the repositioning process. When the coil separated, 1/3 of the length of the coil separated into the aneurysm and the other 2/3 remained in the microcatheter. The aneurysm was trifurcated, saccular, and oblong measuring 9x4 mm. There was a small amount of peripheral calcification around the aneurysm. The doctor's operative note confirms that the patient had significant intracranial vessel tortuosity. A stryker 0.165" diameter microcatheter (details unknown) was used in the procedure. Initially, a 7 mm coil (details unknown) was placed into the aneurysm, but the doctor was unable to clear the interior division and elected to go with a slightly smaller coil in fear of obstructing the interior division. The 7 mm coil was removed and the complaint coil (a presidio 6 mm coil) was advanced into position. The doctor became concerned about one loop at the base of the aneurysm and pulled the coil back slightly to readjust positing and removed the base coil in attempts to obtain a more ideal position. As he was pulling back the first time for repositioning the coil became detached. The doctor removed the delivery wire without being able to remove the coil. The coil was only partially deployed at that time; approximately 1/3 of the coil was in the aneurysm with 2/3 remaining in the catheter. Attempts were made to aspirate on the micro catheter and the coil was pulled back slightly. Next, the doctor placed a micro snare over the micro catheter and advanced it into the intracranial circulation to an area where the coil could be grabbed. The coil was grabbed, however, when the doctor pulled back he was only able to remove a part of the coil and the coil became unraveled. Several attempts were made to snare the device, however, each time that he pulled back on the coil they continued to unravel the coil rather then pull it back out of the intracranial vessels. Because of these multiple failed attempts to snare the device, the doctor elected to stent the remaining portion of the coil against the wall to limit clot formation on the coil remnant. Next, he placed 3 separate enterprise stents (details unknown) in succession from the mid right middle cerebral artery across the terminus of the internal carotid artery into the cavernous portion of the carotid artery down to the petrosal segment of the internal carotid artery to protect the lumen of the vessel and prevent the coil from interrupting blood flow to the brain. Immediately after the surgery, the patient suffered complications of the surgery (i.e. Respiratory failure and hypotension). The patient has presented to emergency rooms approximately 6 times since the procedure over a period of approximately 9 months with complaints of stroke-like symptoms. The patient was diagnosed with thrombus formation and embolism from the stents or the coil about 11 days after the procedure and again three months after that. The patient was diagnosed with strokes on two separate visits, both approximately 5 months after the procedure however no specific theory of causation was stated. On visits approximately 8 months and 9 months following the procedure medical experts found no new neurological findings to support a diagnosis of stroke. Lastly, subsequent neuro checks have showed no change in position of the intravascular stents and coils. The device was sent to a third party laboratory to investigate, and the third party concluded that the coil was not deployed by an electrical source, that is, it separated prior to electrical detachment. The result of the procedure was partial coil embolization of the unruptured aneurysm with placement of multiple stents across a prematurely detached coil fragment. Johnson and johnson legal advised the legal counsel that the device be returned to codman to perform failure analysis. The device was reportedly not cleaned following the procedure and was placed in a plastic bad immediately following the procedure. An adequate continuous flush was maintained through the catheter at all times. There was no resistance between the catheter and the guidewire when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter.

Manufacturer narrative:
Codman performed failure analysis on the product. The following report is based on limited information. The coil was found to have been mechanically and unintentionally separated from the device positioning unit (dpu). The detachment fiber shows no signs of receiving the electrical charge that produces the heat and melting required to detach the coil. No manufacturing or material defects were found. It was reported in the complaint event description that, ¿¿the issue occurred during repositioning of the coil in the aneurysm. It was also noted that there was resistance during the repositioning process¿¿ ¿¿initially, a 7 mm coil (details unknown) was placed into the aneurysm, but the doctor was unable to clear the interior division and elected to go with a slightly smaller coil in fear of obstructing the interior division. The 7 mm coil was removed and the complaint coil (a presidio 6 mm coil) was advanced into position. The doctor became concerned about one loop at the base of the aneurysm and pulled the coil back slightly to readjust positing and removed the base coil in attempts to obtain a more ideal position. As he was pulling back the first time for repositioning the coil became detached¿¿ while the root cause cannot be exactly determined there are multiple contributing factors that may have been beyond the control of the physician during the procedure. These factors may have worked in tandem or separately with each capable of producing similar results. During repositioning resistance was reported. During repositioning, the coil may have become entangled and anchored on itself, the interior division, on the coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. When the anchored coil was retracted during repositioning the coil separated from the dpu in an unintentional mechanical detachment. It was also reported, ¿¿the patient had significant intracranial vessel tortuosity¿¿ the significant vessel tortuosity may have produced an acute angle between the microcatheter and the target site which may have been an additional contributing factor to the unintended coil detachment. It was not reported if a one to one movement was observed during the repositioning process. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the coil and the stryker 0.165¿ diameter microcatheter (details unknown) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however many factors may have contributed to the issue. There was resistance, significant vessel tortuosity, and there may have been other coils that the coil may have been entangled on. It is also unknown whether a one to one movement of the coil with the delivery system was observed during the repositioning process. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received on 9/18/2015 in consultation with j&j legal representatives via phone conference: the physician later denied experiencing resistance with the devices during the process. The patient was administered blood-thinning agents during the procedure and was monitored on angiography. Also the device positioning unit (dpu) was received approximately 1 year and 10 months after it was reported to have been discarded. Due to the extended time that passed since the complaint was received and how the product was stored unsecured it cannot be definitively established that this was the same dpu used in this complaint as all 10 series microcoil systems without the attached coil are manufactured identical to each other. In addition, no individual serial numbers are assigned to these devices as there is only a lot number on the packaging covering all products manufactured during this time frame. The conclusions will remain the same.